Event description:
It was reported to manufacturer, by facility; (B)(6), per facility patient fell to the floor and cut their head which required stitches. Facility has stated "the patient lurched forward" and they are requesting in-service on lift / sling / chains to verify that all are in safe working condition before using again. Manufacturer has dispatched (B)(4) into facility to do the in-service, their trip report and findings are pending.